Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: device manufacture date: november 16, 2020 - november 17, 2020. H10: the device was received for evaluation. Visual inspection using the naked eye noted small traces of silicone oil located on the interior wall of the housing. Silicone oil is a medical fluid non-volatile material. Normal manufacturing process requires silicone oil to be applied by a validated amount to the exterior of the elastomeric bladder to prevent potential rupture from housing contact. Small amount of silicone oil from the bladder may have come in contact with the interior wall of the housing during manufacturing; this condition is cosmetic and has no impact on the function of the product. Therefore, the returned product met product specification and there was no product non-conformance. A leak test was performed, and no evidence of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had fluid inside the housing. This issue was discovered during filling. There was no patient involvement. No additional information is available.